Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer returned the unit to the factory as a defoa. Failure analysis on the returned unit shows that this vent was tested and no functional failures were identified. The internal visual inspection of the cpu pcba piezo buzzer ls1 revealed cold solder and contamination.